Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during the procedure the t-2 anchor of the fastfix 360 curved device failed to deploy. A backup device was available to complete the procedure. A delay of 10 minutes was reported. There was no patient impact associated with this event.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.